Event description:
It was reported to philips that the electrical safety test failed. There was no patient involvement or harm. This event was reported to have occurred during periodic maintenance (pm). There was no delay to therapy. The customer spoke with a philips remote service engineer (rse). The customer stated the electrical safety test failed when the cord is wiggled. The rse advised the customer to replace the power cord and the ac inlet, if needed. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The customer stated that he will not answer further questions from philips. The resolution and disposition are unknown.